Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device is not available for return, device is still implanted.

Event description:
The mother of a patient contacted stryker by phone. Her daughter had an allergic reaction (itching) after a surgery with stryker products. An appointment with the dermatologist has already been made. Additionally reported: the itching initially occurred only on the legs, but now on the whole body."